Manufacturer narrative:
(B)(4). Concomitant medical products: m2a magnum head, pn 157446 ln 275010. M2a magnum cup, pn us157852 ln 708140. Magnum taper adapter, pn 139252 m2a ln 641690. Reported event was confirmed by review of medical records received. Surgeon notes pre-op lab results for cobalt and chromium were mildly elevated. Significant leg length discrepancy was found. Metallosis and staining to tissue in the hip were found along with trunnionosis at the neck/head junction. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-08114, 0001825034-2018-08116, 0001825034-2019-00478.

Event description:
It was reported that patient underwent right hip revision approximately 9 years post implantation due to allegations of severe pain, discomfort, soreness, dysfunction, loss of range of motion, leg length discrepancy and elevated metal ion levels. Attempts have been made and additional information on the reported event is unavailable at this time.